Event description:
(B)(4) is the initial importer of the device. The end-user was using the device to facilitate movement while getting ready for bed. A fork allegedly broke on the device and the wheel fell off causing the end-user to fall. He was taken to the hospital and his blood is being monitored due to concern of muscle stress. This report is based on information provided by the end-user's daughter in law.